Manufacturer narrative:
The device was returned to the service center and the evaluation confirmed the reported e433 error which was determined to be caused by a defective generator board. Additionally, the device was missing the volume knob; the front panel tabs that are needed to secure the front panel to the chassis are cracked on the left side of the external housing. The device is pending repairs. A review of the device's repair history indicates the unit was repaired last april 21, 2020 due to a similar issue, e433 error due to a faulty generator board. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The high frequency electro-surgical generator displayed an e433 error during preparation for use. No patient involvement was reported.

Manufacturer narrative:
The device was repaired and returned to the customer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. The volume knob is only attached and can be easily removed. It is probable the knob either got lost during transport or was removed. The volume can also be adjusted without the knob. There is a grey pin located beneath the cap with a diameter of approximately 5mm with which the volume can be adjusted. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application.the legal manufacturer will continue to monitor the field performance of this device.